Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has had the insulin pump for about 3 weeks. Customer stated that he started using the sensor a little over a week ago. Customer's blood glucose is 150 mg/dl and his sensor glucose value is 50. Customer stated that the pump is going into threshold suspend when he is not low. Customer noticed big difference in blood glucose and sensor glucose readings. Customer's current blood glucose is 245 mg/dl. Customer's current sensor glucose value is 132. Customer calibrates 4 times a day. Troubleshooting was performed and customer was advised to call back if his sensor glucose and blood glucose readings are not matching after reconnecting the old sensor.